Manufacturer narrative:
The trailblazer unit was returned loaded inside a protective hoop. No ancillary devices were included. Visual inspection was performed. It was observed the distal end of the catheter was fractured. The working length of the catheter was approximately 138.5cm. The two distal marker band were not returned. The proximal marker band was located approximately 4.5cm from the distal end of the catheter. Approximately 0.5cm proximal the marker band the trailblazer was kinked. The trailblazer showed signs of the catheter material stretching distal the marker band. Analysis summary/results: the trailblazer was fractured and the distal portion was not returned for investigation. The distal portion likely included two of the three marker bands. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a trailblazer catheter broke and that a piece of catheter remained in the patient body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.